Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. Reportedly, the air bubbles are originating from the cartridge. The customer's blood glucose level ranged from 230 to 400 mg/dl and it was addressed with manual injections. It was noted that the customer never removed air from the cartridge prior to filling it with insulin. The customer was able to load a new cartridge successfully.